Event description:
It was reported the pt underwent a catheter access port procedure which revealed the catheter was not in the intrathecal space. The following morning, during a catheter revision, the pt experienced respiratory depression, significant drowsiness, and was non-responsive following an add'l bolus of 398 mcg when the volume for the pump tubing was added to the bolus amount. The pt was admitted to the critical care unit for monitoring and the pump was set at the minimum rate. The pt's status was reported to be stable, but she was experiencing increased spasticity, requiring a lioresal dosage increases. The pt was at home and 'doing ok.' No follow up appointment was scheduled at that time.